Manufacturer narrative:
Section a4, patient weight: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Customer indicated they do not have further information regarding this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) was fully inserted and then removed. The doctor noticed a scratch on the lens after it was implanted so the lens was then cut and explanted. Doctor replaced the lens with the same model and diopter, serial number (B)(6). Reportedly, the directions for use were followed. The patient¿s daily activities were not impacted by this event. There was no incision enlargement, vitrectomy, sutures or delay in procedure. Medication outside the standard of care was not sought. No further information was provided.